Event description:
Reported event from MDR filed by user facility: "device failed (e.g. Broke, couldn't get it to work or stopped working."

Manufacturer narrative:
It was reported that "device failed (e.g. Broke, couldn't get it to work or stopped working." Functional testing was not completed because the product was not returned for investigation. The device was returned to the sales rep after the incident but due to the timeline of the reported event, the device was discarded by the sales rep and was not available for investigation. Review of the lot history record for plasmablade 3.0s did not note any anomalies during the manufacturing of this lot of device. The failure could not be confirmed because the device was not returned for investigation. End of report.